Event description:
Caller alleged discrepant results compared with the doctor's meter (unknown brand). Results as follows: date: (B)(6) 2011, inratio2: 3.7, doctor's meter: 3.0. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.